Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, they noticed that the handle of the device was grinding. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.